Event description:
A 3.0mm diameter x 12mm length ave gfx stent was inserted into the left coronary artery. It was not possible to advance the stent delivery system due to a kink in the guidewire, therefore, the stent and delivery system were pulled back from the coronary artery. Upon attempted retrieval of the stent into the guide catheter, the stent dislodged from the stent delivery system in the left main coronary artery. The physician did not follow the instructions for removal of an undeployed stent since it was attempted to pull the stent back into the guide catheter while engaged in the coronary artery. The stent remains within the patient's left main artery, which required coronary artery bypass surgery. The patient is doing well, and there is no additional clinical sequelae reported relative to the event. There is no additional information available from the user facility.